Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e was frequently alarming "o2 concentration low," and recalibration of the o2 cell was advised by the ICU associate technician since the ICU was using high o2. During recalibration, the oxygen delivery dropped down to 21% for 2 minutes, and the connected patient needed to be manually ventilated. At this time, it is unknown if harm occurred, but the event caused delay in pressure support. There is a large number of patients in the ICU, and the o2 drop during recalibration leading to bag ventilation is concerning and difficult due to staffing pressures.

Manufacturer narrative:
Result of investigation: exact root cause could not determine. It is well described in the user manual that the ventilator needs to set o2 concentration to 21% while doing a calibration during running ventilation but the customer was not able to follow instructions.